Event description:
It was reported that according to health care provider (hcp) notes, the patient had multiple increases in their dose but no increase in relief. There was no documentation of any diagnostic studies. Symptoms associated with the event included pain. Actions required as a result of the event included device system explant. The patient¿s status at the time of report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n242388, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: accessory. Product ID: 8598a , serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had an increase in pain and a decrease of intrathecal (it) pump. It was noted that it was ¿undesired per patient¿. It was reported that there was an explant (B)(6) 2013. It was later reported that the pump was not an issue.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing. There were motor stalls and recoveries in the logs; however, they had occurred after explant. After performing destructive analysis, nothing significant was found that might cause the motor stalls. Final analysis of the catheter found a non-significant indent in the seal of the sutureless connector that did not affect infusion. Also, there was some non-significant twisting seen on a segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.